Event description:
Revision surgery - due to a nonfunctioning rotator cuff; the surgeon converted from a hemi arthroplasty to a reverse shoulder replacement.

Manufacturer narrative:
Implants given to patient.

Manufacturer narrative:
The reason for this revision surgery was to address a patient's shoulder instability after 6.4 months in vivo. The healthcare professional indicated there was no delay in surgery and another suitable device was not available for use. The revision surgery was completed as intended. It was reported the device was given to the patient and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed this is the first complaint against a part from this lot. The root cause of the patient's instability was reported to be due to a nonfunctioning rotator cuff. There are no indications of a product or process issue affecting implant safety or effectiveness.